Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device wouldn't "boot up". There was no reported patient involvement.

Manufacturer narrative:
(B)(6) 2016. The fse ran the device through an extended self test and a sst, passing both without issue. The low tidal volume was due to defective, centralized o2 supply outlet. The initial reported problem of the device ¿not booting up¿ was made in error. The reported issue by the customer was ¿low tidal volume¿ which is not a reportable event due to the fact that it occurs during a preoperational self-test and would not be used on a patient.

Event description:
The customer reported the device was detecting low tidal volume during testing. There was no reported patient involvement.